Event description:
Following an pulse field ablation procedure involving a farawave nav catheter, the patient presented to an ambulatory clinic with complaints of a nonproductive cough and fatigue. Clinical evaluation led to diagnoses of fatigue, cough, and serous otitis media. The suspected cause was an unspecified upper respiratory illness. The patient was prescribed methylprednisolone for symptom management. There were no malfunctions were noted on bsc device. Device will not be returned as it was disposed of post procedure. Patient was contacted on 10oct2025 and event had resolved. The patient did not go to the emergency room.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.